Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the staining was not permanent, the discoloration has disappeared and the patient is fine, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after application of the product, severe staining occurred on the back of the hand. No medical intervention confirmed. After further confirmation, the patient stated that the discoloration has almost disappeared. No confirmation of any medical intervention required.